Event description:
Procedure type: laparoscopic colostomy takedown. According to the reporter: the device did not fire/close properly causing the bowel to leak. The surgeon had to convert from a laparoscopic to an open procedure. The leak was manually repaired in the open procedure. Manual suturing to repair site of bowel for re-anastomosis. The issue caused and extended pt stay. Operative time was delayed 2.5 hours.

Manufacturer narrative:
(B)(4).